Manufacturer narrative:
(B)(4). If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of index surgical procedure. Date when the patient presented with events. Date that the catheterization was performed. Other relevant patient history/concomitant medications . What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status? Product lot #

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy procedure on an unknown date and barbed suture was used for cuff closure. Eighteen days post - op the patient presented with a small hole in the bladder. There was significant urinary retention and the bladder was very distended. The patient was catheterized by an urologist and is fine. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure - (B)(6), caucasian, normal weight. Date and name of index surgical procedure - tlh (B)(6). Date when the patient presented with events - post op day 18 presented with ascites, was tapped and it was determined to be urine. Date for the catheterism performed- approx (B)(6). Other relevant patient history/concomitant medications - none. Healthy non smoker. What is physician¿s opinion as to the etiology of or contributing factors to this event - no idea. Intra operative post tlh cysto was normal. What is the patient current status? Will be having cystotomy repair (B)(6). Product lot # - unknown.